Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. Additions to sections h6: component code and type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The esheath+ device was returned for evaluation, and the following observations were made: a kink 4in from distal tip, liner partially delaminated at location of the kink, liner circumferentially delaminated 0.75in from distal tip, liner fully expanded (as designed), partial radial tip tear along the edge of the distal liner and hdpe stretching noted along torn tip edge, radial and slanted score lines present on the distal tip which was also opened along the axial score line, c-marker band present and attached to the delaminated liner, and scratches noted on the distal sheath shaft. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and revealed the patient's access vessels and aortic bifurcation had tortuosity. In this case, the complaints of sheath liner delamination, distal tip torn and sheath kinked were confirmed based on evaluation of the returned device. Available information suggests procedural factors (withdrawal of altered balloon profile and excessive manipulation) likely contributed to the liner delamination as it was reported that the inflation balloon burst. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon) can lead to the system catching onto the sheath liner. The operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. It is also possible that patient factors (tortuosity) contributed to the delamination as these access vessel characteristics were observed in the provided 3mensio imagery. Non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors (such as calcification, tortuosity, and/or undersized diameters) are present near the sheath distal tip. Regarding the reported torn distal tip, evaluation of the returned device confirmed that the distal tip had a partial radial tear. It is possible that the distal tip tear could have could have occurred early in the procedure during delivery system insertion wherein the tear occurs due to improper tip expansion, resulting in interference between the valve and sheath tip. However, with no allegation of difficulties advancing the delivery system through the sheath, the root cause is unable to be confirmed. Lastly, the reported sheath kink was confirmed per evaluation of the returned device as a kink was observed 4 inches from the distal tip of the sheath. Access vessel tortuosity can subject the sheath to suboptimal angles and induce stress to the sheath shaft, causing it to kink or bend. As such, available information suggests that patient factors (tortuosity) likely contributed to the reported kink; however, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia valve in the native aortic position, the balloon to the 29mm commander delivery system (ds) burst due to calcium in the left ventricular outflow tract (lvot). As there was a kink in the 16fr esheath+, the ds was unable to be removed through the esheath+. Therefore, both ds and esheath+ were removed together. A second ds and esheath+ were prepped for post dilation, however, upon further evaluation, it was decided that the valve was well apposed and that post dilation was not needed. Per report, there were no complications to the patient who was in stable condition. According to observations of the returned devices prior to decontamination, there was circumferential delamination of the liner 0.75 inches from the distal tip of the esheath+ with the distal tip torn radially.

Manufacturer narrative:
The investigation is ongoing.